Event description:
The pt developed severe swelling and slight pinkness at the treatment site one week after being treated with human collagen. The physician diagnosed this as hypersensitivity and treated the symptoms with topical steroid, topical protopic and oral antihistamine. The symptoms lasted two weeks and have now resolved.